Manufacturer narrative:
Analysis confirmed the customer's comment as the stylus and cursor do not align. It was noted that the middle of the screen could be selected but anything on the top was not aligning. It was also noted that there was small nicks in the glass. It was not possible to open the computer platform as a screw would not come out. The complete computer platform was replaced . The software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the user was having trouble with the touchscreen of a programmer and an attempt was made to recalibrate the stylus with no success. The programmer was returned for service. There was no patient involvement.